Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/18/2017 with the following findings: the alleged issue could not be duplicated during investigation. All keypad buttons functioned per specification. No damage or defect was observed to the pump's keypad cover, keypad contacts, or keypad circuit. No damage or defect was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.